Manufacturer narrative:
MDR 2517506-2020-00338 was filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc), and reported that a discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. The issue occurred after the instrument loci reader module was replaced on (B)(6) 2020, according to routine service procedures. The instrument data shows that while the calibration of the tni assay was performed following the replacement of the loci reader module, the calibration was not accepted/put into use until (B)(6) 2020 at 14:20p. Hsc identified two patient samples that were processed on (B)(6) 2020 under the old calibration. Hsc manually calculated correct results for the two patient samples. If the instrument results for these samples were reported to the physician, the results would be clinically discordant. The use of the calibration factors from the calibrations on the old loci reader with the signal generated by the new loci reader caused the falsely elevated patient results. The issue was resolved when the tni assay calibration was accepted applying the appropriate calibration factors to instrument signal. The cause of the issue was operator use error in not accepting/finalizing the calibration of the cardiac troponin I assay as per the instructions in the dimension exl 200 operators guide. The issue was resolved by accepting the calibration. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely elevated cardiac troponin I (tni) results were obtained on patient samples on the dimension® exl¿ 200 integrated chemistry system while an incorrect calibration was in use. It is unknown if the results were reported to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely elevated tni results.